Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain. The technical service representative (tsr) explained the alarm. The tsr instructed to cycle the power on the device in order to clear the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The patient was going to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.